Event description:
Insurance company attorney reported a woman was injured during a laser hair removal treatment, when the gentleyag laser that was being used caused severe burning to pt's arms. To date, the pt has circular hypo-pigmented areas on both arms and suffers from severe skin discoloration.

Manufacturer narrative:
Reported injury occurred on (B)(6) 2009 and candela was notified on (B)(6) 2010. Candela field service engineer installed gentleyag #(B)(4) on (B)(6) 2006 and performed annual preventive maintenance on the laser on (B)(6) 2007, (B)(6) 2008, (B)(6) 2009 and (B)(6) 2009. There are no other calls or inquiries from (B)(6) no known problems with laser system. Customer info: #(B)(6).